Event description:
Customer reports that during automatic ejection, the 10 x 12 cassette does not stay in place, but "falls to the floor."

Manufacturer narrative:
Liebel flarsheim manufacturing report: liebel flarsheim was not able to reproduce the problem with the two types of 10" x 12" cassettes that we have in-house. In discussions with the technical services and the product engineer, we could only surmise that the cassete's forward motion was continuing after the cassette release, propelling it to the floor. However, the 'rails' in which the cassette rides would still be engaged and not allow the cassette to tip-out even if the cassette was half way out of the opening. The only way that the rails would not hold the cassette would be if the entry sensor fails, causing the rails to return to their home position. It was also suggested that by taping the cassette edges, you can increase rail friction, or to suggest discontinue the use of the automatic eject mode as means to eliminate the problem.